Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of event was unknown. It was not reported if the patient was hospitalized for the event. In the same month as onset, the patient was treated with fluconazole (200 mg, daily, route not reported) and in the following month, fluconazole was discontinued and the patient was treated with itraconazole (100 mg twice daily) for the event. On an unreported date, the catheter was removed and the patient was placed on in-center hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.